Event description:
It was reported that the unit has caused a pt to be burned . Further info as to what department the pump had come from, who brought to the shop or any specific info that would indicate there is or would be a incident report started on this particular unit was not available.

Manufacturer narrative:
The manufacturers investigation is still ongoing, when additional info is received, a follow-up report will be submitted.